Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during a procedure performed on (B)(6) 2022. During the procedure, the controller was losing images with the unit. They cleaned the lens, unplugged and re-inserted back the scope into the controller, and turned the controller on and off; however, the problem continues to persist. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during a procedure performed on april 01, 2022. During the procedure, the controller was losing images with the unit. They cleaned the lens, unplugged and re-inserted back the scope into the controller, and turned the controller on and off; however, the problem continues to persist. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and front panel had finish damage. A functional evaluation noted that the device has no functional problem. The controller was ran for a consecutive fifteen hours and the reported complaint was not replicated. There is evidence that something other than isopropyl alcohol was used for cleaning purposes. There was also a build up of that unknown material on the catheter interface contacts that could have contributed to the customers problem; however, it was not observed at the time of evaluation. Per the evaluation conducted by enercon technologies, the reported event of loss of visualization could not be duplicated. A risk review confirms this is not a new or unanticipated event. As per report attached, the problem is unlikely related to manufacturing, as product analysis identified problems related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable for this investigation is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.